Event description:
It was reported by remote transmission the ventricular lead r-wave amplitude trend has chronic varying sensing values, today reading low. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 4194 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).